Event description:
On (B)(6) 2013, it was reported that the patient's vns device was removed because the patient began having more frequent seizures after the vns was turned on. The patient did a trial with the vns device turned off and only had one seizures. The vns also caused discomfort in the left axilla. The patient and family wanted the device removed. The patient did very well post-op. Follow up with the physician found that they are reluctant to provide any additional information.